Event description:
During a laparoscopic gastric bypass roux-en-y procedure, the insufflation valve stopped working. Case was completed with another device of the same product code. There were no patient consequences.